Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open hepatectomy procedure, an error occurred and the device became not to be activated in about 2 hours. When a nurse reset the device and the device started to be used, it was found that the blade was broken off. The broken blade was found on the mayo table. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, it was found that no fragments were left inside the patient on x-ray. The doctor commented that the device had not been activated much without clamping the tissue. The possibility that the device had contact with a clip could not be denied. The hepatic parenchyma was very stiff as the patient had an operation of the right lobe hepatectomy.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade